Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after a procedure has started the system asks the systems needs a power system reboot and will not allow photos to be taken. The power cycle takes time, slows and means some patients need to be scoped twice. Cross reference: (B)(4).